Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device that influenced the reported difficulty to remove the clip from anatomy. It should be noted that the mitraclip instructions for use states under the intended use section that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The atrial septal defect was due to procedural circumstances. The reported patient effect of cardiac perforation (atrial perforation) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional steerable guide catheter device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip becoming stuck in the atrial septum and atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. A small clot was then observed attached to the steerable guide catheter (sgc). As the sgc was being moved to the right atrium, the clot detached and disappeared. An increased dose of anticoagulation was administered. A clip delivery system (cds) was advanced to treat the tricuspid valve with a tr of 4. The cds was advanced out of the sgc before proper visualization was obtained and the clip went into the septum and became stuck. After careful manipulation, the cds was able to be retracted back into the right atrium. The clip was deployed on the tricuspid valve, reducing the tr to 1. A large atrial septal defect was noted in the septum which was closed with an amplatzer device. No additional information was provided.